Event description:
The customer's wife reported that the customer was admitted in the hospital due to stroke. The customer underwent a magnetic resonance imaging and the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 176 mg/dl. . Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the motor error alarm. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window.